Event description:
A customer observed two non-reproducible falsely elevated trop I es results on the vitros eci analyzer. One of the two biased results was released. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event. (B) (4).

Manufacturer narrative:
Investigation into this event showed that the event was instrument related. Following service to address reagent metering and the signal reagent subsystems, consistent acceptable performance was obtained. Post servicing, the instrument was returned to expected operation. The root cause of the event is instrument related.